Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced mesh erosion into the vagina and underwent an additional operation to remove the exposed mesh. The patient also experienced constant pain. The mesh failed to fix the patient's incontinence. No additional information is available.